Event description:
It was reported that during the implant procedure during lead positioning undersensing and loss of capture was observed in the atrial implantable pacing lead. During the procedure the physician requested a new a-MRI. After ventricular implantable pacing lead was positioned in the ventricle, the atrial implantable pacing lead was approached to the atrium. By fluoroscopy, the lead was positioned at the site which seemed to be the right auricle, but undersensing was observed by analyzer (a sensitivity: 0.25mv). Positioning was attempted many times, but pacing couldn¿t be captured even at measured wave amplitude of max 0.3mv and output of 5.0v. Because undersensing and loss capture were repeated when the atrial lead was approached to any atrial site, the atrial lead was canceled to be positioned. The procedure was completed and the pacemaker was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to flattening and visual summary analysis of the lead indicated damage at implant. (B)(4).